Event description:
It was reported that high capture thresholds, decreasing ventricular r waves, a slight increase but no significant change in ventricular pacing and high voltage impedances was observed on the right ventricular (rv) lead. Programming changes were made. The rv lead was being monitored. There were no patient consequences.